Event description:
Acetabular cup implanted during revision surgery (B)(6) 2014 became loose requiring revision surgery. A new cup was implanted (B)(6) 2014.

Manufacturer narrative:
The event reported on this MDR is a duplicate of and any additional information will be captured in a follow up report for MFR report #: 0002249697-2014-04519.

Event description:
Acetabular cup implanted during revision surgery b)(6) 2014 became loose requiring revision surgery. A new cup was implanted b)(6) 2014.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.